Event description:
It was reported that surgeon did a rejuvenate revision on patient's right hip because patient had inexplicable pain and swelling of their hip. Surgeon removed stem, neck, head and adm poly liner. Surgeon replaced with a new stryker adm liner and replaced stem/head with zimmer components.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision due to pain & swelling involving a rejuvenate modular device was reported. The event was confirmed. Device history review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain & swelling is considered to be under the scope of this recall.

Event description:
It was reported that surgeon did a rejuvenate revision on patient's right hip because patient had inexplicable pain and swelling of their hip. Surgeon removed stem, neck, head and adm poly liner. Surgeon replaced with a new stryker adm liner and replaced stem/head with zimmer components.